Event description:
A (B)(6) year old female with enlarging liver hemangioma underwent hand-assisted laparoscopic mobilization of right liver; intraoperative ultrasound; attention at hepatic resection; conversion to open procedure; median sternotomy; placement of extracorporeal circuit. From operative dictation, after firing a vascular stapler across the right hepatic vein, bleeding from the vena cava occurred which could not be controlled. It is unclear if the staples did not seat well or the stapler misfired, but a venotomy was noted. Massive exsanguination and intraoperative death despite aggressive measures.